Manufacturer narrative:
Our records indicate that this lead remains implanted. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this left ventricular (lv) lead exhibited loss of capture. The pacing impedance measurements have decreased but remains within normal limits. The patient also experienced diaphragmatic stimulation. Technical services (ts) discussed a possible lead dislodgement. It was noted that an x-ray would be performed to confirm the leads integrity. Additional information indicated that the device was reprogrammed to rv only. A follow up visit was scheduled for the near future. No adverse patient effects were reported.